Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter broke. An 8mmx3.00mm nc quantum apex was selected. The device was inserted and after 20-30cm the shaft broke. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer:examination of the returned complaint device revealed that the returned product consisted of a nc quantum apex balloon catheter. There was contrast in the inflation lumen and blood in the hub. The balloon was loosely folded. The hypotube shaft was completely separated 87.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no visible damage or irregularities noted to the outer or inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter broke. An 8mmx3.00mm nc quantum apex¿ was selected. The device was inserted and after 20-30cm the shaft broke. The device was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.